Manufacturer narrative:
The driveline cable (B)(4) was not returned for evaluation; but the controller (B)(4) was returned. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the controller revealed that the controller passed visual inspection and functional testing. Review of controller log files revealed critical battery alarms and switching events; however these are incidental findings that are not related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. On-site inspection of the driveline cable revealed that the driveline connector nut was loose and an old sheath repair needed to be redone. Driveline connector repair and sheath repair procedures were performed to mitigate the conditions reported. Heartware had initiated an internal investigation to evaluate issues related to loose driveline connector body. The most likely root cause of the loose connector nut can be attributed to reduction in bonding strength of the connector assembly due to interaction between the room temperature vulcanized (rtv) silicone potting material and the epoxy thread-locker material. The most likely root cause of the loose connector nut can be attributed to reduction in bonding strength of the connector assembly due to interaction between the room temperature vulcanized (rtv) silicone potting material and the epoxy thread-locker material. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report two of two reports (3007042319-2015-02664 & 3007042319-2015-02534) submitted for devices related to the same event.

Manufacturer narrative:
This is report one of two reports (3007042319-2015-02664 & 3007042319-2015-02534) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that during a routine clinic the vad coordinator was going perform a controller exchange, but was unable to remove the driveline cable from the controller. Due to being an older pump the patient returned to the clinic two days later for evaluation by a clinical engineer. The engineer was able to perform the controller exchange without difficulty. While on site, the engineer also performed a driveline sheath (fs0012 rev 03) and driveline connector repair (fs0009 rev 01). Inspection of the driveline connector revealed that it was working properly; however, had a loose back nut. There was a total pump off time of approximately 30 seconds. The patient tolerated both procedures well. Investigation is ongoing.